Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Although it is unknown whether this products caused or contributed to the reported event, we are filling this MDR for notification purpose.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion (tlif) due to spinal canal stenosis. Post-op, on (B)(6) 2016, there was suspicion of infection, so revision surgery was performed for irrigation. The patient was followed-up with antibiotic after the surgery but the patient was not improved. Fracture of vertebral body which might be the source of the infection was found in the end of last week so extending surgery was scheduled on (B)(6) 2016, but the surgery was cancelled suddenly because the patient's primary care doctor mentioned that it was better to remove all implants in the patient. The "crp" was (B)(6). Patient also had fever due to this event and the hospitalization was prolonged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.